Manufacturer narrative:
The defective syringe and component used were not received for investigation; however, an unused sample of the same lot was received to perform an investigation. As the defective syringe and component used were not returned an assessment for cause could not be made. Inspection of the unused returned components of the returned kits did not find any visible signs of any defects. The returned syringe was tested for potential leakage and no leakage was observed. Based on the syringe returned, this complaint cannot be confirmed. A device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that while attempting to put the cap on the blood sample and push the sample to the tip for blood to reach heparin cap, the blood squirted out of the cap and onto the employee. The plunger on the syringes also came out very easy. No injury was reported.